Event description:
Paclitaxel 96 mg in 100 ml administered in outpatient clinic setting. Expected volume of infusion was 116 ml and expected duration was 1 hour. Rate was set at 120 ml/hr with vtbi 120 ml. In one hour; nurse returned to patient when pump alarmed volume complete but medication had not infused. Nurse added 120 ml volume. This time, nurse noted drips were falling but very slowly. An additional 90 ml volume was added and rate manually increased to deliver medication. Finally, after 2 hours and 5 minutes, the medication was infused. The pump said 274 ml were infused. Patient's chemo appointment was longer than anticipated because of this infusion delay. No harm to patient. Cancer diagnosis.